Manufacturer narrative:
A ge svc rep performed an on-site investigation. No issue was found with the sys. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys locked up after the collimator closed down during a fistulogram. The pt was under anesthesia at the time when the sys locked up. The report indicated that the customer had to reboot the sys, and that the sys worked fine after rebooting. This event resulted in a delay in diagnosis or treatment of the pt. No injury was reported, but it is possible if the event occurred again, it would result in a serious injury.